Event description:
It was reported; the device became unpaired from the remote monitoring application via bluetooth (ble) telemetry. Technical support was contacted and attempts to reconnect were made but unsuccessful. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.